Event description:
It was reported that the wireless recharger (wr) was not charging the implant. The caller explained that the wr would make a connection to the ins briefly (2-3 seconds), then it would lose connection and the wr would beep continuously. The caller said they could sometimes get the connection back if they repositioned the wr. The caller added that they were not able to reestablish the connection after it was lost. The caller denied dropping the wr or getting it wet prior to this event. The patient denied having any falls or trauma prior to this event. During the call, patient services (pss) had the caller reset the wr, but the issue persisted. Pss had the caller reposition the wr, but the issue persisted. The issue was not resolved. A replacement wr will be mailed to the patient. No symptoms were reported. Additional information was received from the patient's representative (pt rep) that the replacement wr didn't resolve issue. Pss had pt rep reset new replacement wr and reposition wr over ins but this didn't resolve. Pt mentioned on call that the charging was fine for the first 3 days but then they encountered the issue of the wr having connection issues with implant. It was reported that the hcp did a revision for flipped ins (implantable neurostimulator) and the physician just flipped the ins back into proper placement. Caller reported the ins was flipped last week. Caller reported they attempted to connect the wireless recharger, but continues to hear disconnect. Caller reported they reset the recharger multiple times. Caller reported incision is fresh, small bandage is in place. Caller confirmed the ins was not implanted too deep. It was suggested to place the target on the wireless recharger directly on ins and press on the wireless recharger if patient is able to tolerate since the ins pocket is fresh. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the manufacturer's representative (rep) who reported that once attempting to troubleshoot with tech services and failure to resolve, the patient reached out to the hcp office and made an appointment for x-rays. The patient is now charging and receiving therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.